Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tha, when a nurse opened the outer tyvek sheet, the inner tyvek was also peeled with outer one.

Manufacturer narrative:
An event regarding an packaging issue involving an exeter stem was reported. The event was confirmed following review of the returned device. Device evaluation and results: visual inspection was carried by the supplier (lisi medical orthopaedics (lmo). They noted; visual inspection: only the external blister, the inner tyvek and the external tyvek were returned for evaluation. The inner blister was not returned. The sealing flange of the external blister is compliant. There is no mark on the two tyveks showing that the two tyveks were stuck together. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: supplier evaluation: lisi medical orthopaedics (lmo), conducted an investigation on the returned device and concluded: no action is required at this time as there was no indication of a manufacturing issue.

Event description:
It was reported that, during a tha, when a nurse opened the outer tyvek sheet, the inner tyvek was also peeled with outer one.